Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 24, 2024 and july 25, 2024 recorded the stable pacing impedance around 500 ohms and the slightly varying shock impedance between 90 ohms and 100 ohms. The short interval counter showed multiple increases to >249. The analysis of the provided iegm episode no. 51 revealed artifacts on the rv channel, which led oversensing. The available x-ray movie showed the capped plexa and added pamira lead. An interaction with the sentus lead in the pocket region or in the distal region cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate therapies was reported. The lead was capped. Should additional information be received, this file will be updated.